Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. An is-1 lead could be introduced into the atrial connector cavity of the returned device without any difficulty. However, with the atrial screw in its received position (i.e. Partially tightened), the lead could not be correctly inserted. It is important to note the following points: appropriate manufacturing procedures are in place: at the end of the manufacturing process, the set-screws are positioned in the terminal block so that the lead can be inserted without unscrewing them; loosening of the set-screws from this position can lead to their disengagement from the terminal block; a visual inspection is performed to verify that the top of the setscrew head is at the same level as the top of the terminal block in which it is inserted; a bead of glue is applied at the edge of the set-screw and terminal block to prevent any accidental movement during shipment. These steps are integrated in the manufacturing procedure which is applied when the connector head is mounted on the titanium case. The instructions for use detail the lead connection procedure. In particular, there is a warning to "not loosen the screws before inserting the lead connector (risk of no longer being able to reinsert the screw afterward)" (number 2 in the caution statements).

Event description:
Reportedly, the physician requested an analysis of the pacemaker involved in this MDR report, because during the implantation procedure it was impossible to insert the lead in the atrial connector in preoperative procedure.